Event description:
A report was received that the patient was experiencing pain in the area where the anchor was located. It was noted that the patient had a non-device related fall. The patient underwent a revision procedure wherein the anchor was relocated. The patient was doing well postoperatively.